Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they needed assistance setting up an infusion set and mentioned that they experienced high blood glucose level of 415mg/dl. Customer stated that they treated with insulin pump bolus. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.